Event description:
It was reported that after unpackaging what was identified on the box to be a voyager rx 2.5 x 12mm balloon, lot# 1062061, a voyager rx 2.5 x 15mm balloon was found, lot# 1070161. The hub of the catheter and the plastic packaging are both 2.5 x 15mm. Reportedly, the box seal was intact and the box did not appear to be tampered with or previously opened. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported labeling on the chipboard box not corresponding with the label affixed to the pouch and the balloon catheter was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.